Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient¿s cgm displayed a reading of 278 mg/dl. Despite this elevated value, the reporter observed that the patient appeared to be ¿crashing,¿ although no specific physical symptoms were documented at the time. A confirmatory bg reading was obtained using a meter, which revealed a critically low value of 32 mg/dl. The patient was wearing an omnipod insulin pump at the time of the incident. In response to the hypoglycemic episode, the reporter administered a glucagon injection and transported the patient to the emergency room (ER). At the ER, while specific cgm and bg meter readings were not recorded, it was noted that the patient¿s blood glucose levels were ¿starting to stabilize.¿ the patient received intravenous (IV) fluids and was monitored during her stay. She was discharged home later that evening in a stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.